Event description:
It was reported that plug does not fit into the machine. No backup device was readily available. No procedural delay or patient injuries were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows moderate electrode wear. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did work as specified in saline when the corresponding buttons for ablation and coagulation were activated. These functions have also been tested with a connected foot switch and the device performed as intended. The suction line was tested and performed as intended. The reported connection error could not be duplicated. The complaint was not verified as the device performed as intended. Potential factors unrelated to the design and manufacturing of the device that could have caused the event include: not adhere the IFU, the wand was plugged in on the wrong place, bent socket on the controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.